Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the stent struts were damaged. In 2004 a 2.5 x 15 mm voyageur balloon was used to pre-dilate the right coronary artery (rca). While the physician attempted to cross the lesion unsuccessfully, the stent struts appeared to have "opened up" on the taxus express2 3.0 x 24 mm drug eluting stent. The physician was able to complete the procedure with a taxus express2 2.5 x 16 mm stent. There was no reported patient complications.